Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: not implanted because of particle found/imbedded in device.

Event description:
Healthcare professional reported "defect in gel". Healthcare professional later reported particle found/imbedded in device. The device was not implanted and surgery was completed with a back-up device. The device has been discarded.